Event description:
It was reported that the customer's device had its service indicator illuminated and had logged a potentially critical event code. This event code can cause the device to not have the ability to operate in AED mode. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed therapy pcb assembly was further evaluated in the failure analysis center. The cause of the reported issue was determined to be an electrically leaky capacitor, designator c160.